Manufacturer narrative:
Samples received: fifteen (15) unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Roughness is calculated from the knot strength. Roughness results conducted on the samples received are into the current range for this thread and size. Final conclusion: although the results of the samples received are the usual ones, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that during knotting of the suture, the knot does not slide and lock well. This is raising concern of potential vessel leakage. Multiple reports are being filed for this reported incident as multiple lot numbers were reported. Reports include: 2916714-2016-00818, 2916714-2016-00819, 2916714-2016-00818.